Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for an abdominal aortic aneurysm. On (B)(6) 2023, a reintervention was performed to treat a type 1b endoleak and a type 1a endoleak. To treat the type ia endoleak, two additional aortic extender components were implanted but the endoleak remained. Thus, ballooning with gore® molding & occlusion balloon catheter was performed for the aortic extenders. After extubation, the patient developed cardiac arrest; therefore, cardiac massage was initiated and intubation was performed again. A CT scan showed an aortic dissection extending from the ascending aorta to thoracoabdominal area. It was reported that as the CT scan was non-contrast, the direction of the dissection was unknown. It was also unknown whether the dissection reached the treatment area. The attending gore representative could not hear the operating physician¿s opinion and reported that the cause of the dissection was unknown. However, the gore representative stated that the dissection may have been caused by either the guidewire handling or by the ballooning putting stress on the blood vessel. Considering the patient¿s advanced age, there was no plan for another procedure. The patient was hospitalized in a high care unit and her condition was unfavorable.

Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of product history review. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore, or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation findings code c19: the device was discarded at the facility and is not available for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creagh medical specifications and procedures. H.6. Investigation findings updated code c21 to c19. H.6. Investigation conclusions updated code d16 to d15.